Event description:
It was reported that pump showed malfunction alarm with code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset without recurrence of malfunction alarm, and was advised to continue using pump and call back if problem happened again, which customer acknowledged and understood.